Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was noted the device exhibited a lower output rate and had reached elective replacement indicator (eri) prior to the expected longevity calculation date. The pacemaker was explanted and replaced due to the eri. The patient was in stable condition.

Manufacturer narrative:
The reported events of incorrect measurement and lower output rate were not confirmed. The pacemaker was returned at elective replacement indicator (eri) for analysis. Device image, pacing, telemetry, output and longevity assessments were normal with no anomalies found.